Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI g3: added 510k number h4: added device manufacture date h6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been the result of prosthesis wear. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2022, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.